Event description:
An external temporary pacemaker-dependent patient who was alarming asystolic on the physiologic monitor was found with the pacemaker turned off. After the nurse turned the pacemaker back on and its function was resumed, the patient regained consciousness. A couple minutes later, while the nurse was still at the bedside, the pacemaker turned off again without human interaction. A replacement pacemaker was utilized without further incident. The nurse indicated that the pacemaker involved in the incident was observed to power off a third time when it was no longer connected to the patient and indicated that while the pacemaker was on he looked for the battery low alert and it was not displayed.======================manufacturer response for dual chamber external temporary cardiac pacemaker, medtronic (per site reporter).======================the manufacturer hasn't yet had an opportunity to assess the status of the device.